Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. Currently, this system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller was inquiring about loss of beeper in regard to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The patient presented to the clinic and therapy was turned off due the patient was inappropriately shocked. Currently, the s-ICD system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The device was programmed off due the patient was inappropriately shocked and the patient was placed on a life vest awaiting the revision procedure. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed. Additional information added. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Explant performed. Additional information added. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The device was programmed off due the patient was inappropriately shocked and the patient was placed on a life vest awaiting the revision procedure. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.